Event description:
It was reported that at an unknown timepoint post-implantation of rhbmp-2/acs, the patient developed localized bone resorption.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.